Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2013 at 12:13pm she was walking to get lunch when she experienced dizziness. Customer did not self-treat. Customer reported she took a taxicab to a local hospital and upon arrival, at approximately 12:30 p.m., she obtained a reading of 104 mg/dl on her adc blood glucose meter which was lower than a hospital reading (unspecified source) of "greater than 500 mg/dl" obtained at approximately 1:00 p.m. Customer further reported she experienced a seizure. Customer was reportedly diagnosed with pneumonia and hyperglycemia and treated with insulin via injection. Customer was reportedly hospitalized until (B)(6), 2013. There was no report of death or permanent injury associated with this event.